Event description:
It was reported that this system is suspected of showing crosstalk oversensing. Technical services (ts) was consulted and provided reprogramming options. This system remains in service. No adverse patient effects were reported.